Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe the needle was clogged and blocked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety needle would not aspirate or inject. The customer complaint was received due to the failure mode of 'needle blocked'. The customer reported that "safety needle would not aspirate or inject.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It was reported by the safety needle would not aspirate or inject. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield taped to a piece of paper. No other information can be obtained from the photo. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and, without the physical sample analysis, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.